Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had upstream occlusion didn't alarm during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1, d3, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "upstream occlusion didn't alarm" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was undetermined however, upstream calibration required to be performed as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.